Event description:
It was reported that the pump did not turn on, as explained by the customer. There was no adverse impact to the customer's blood glucose level. The complaint was closed after the customer confirmed they would not return the pump.